Event description:
It was reported that "no message" alarm went off. No patient injury was reported.

Manufacturer narrative:
Other analysis - functional testing: samples were filled with water, the sample was connected to the cadd legacy plus to look for unusual function. Results: the forty-four (44) samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. Root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken - no actions taken were performed since the complaint was not confirmed.